Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a lobectomy procedure, an air leak occurred at mid-staple line during th e leak test. There was no reported pt consequence.